Event description:
According to literature source of study performed january 2013 and september 2019, a retrospective study aimed to clarify which stapler is better for esophagogastrectomy with lymphadenectomy in 84 patients diagnosed with early gastric cancer in the upper third of the stomach and underwent laparoscopic proximal gastrectomy (lpg). A circular stapler (cs) were used  in forty five (45) patients for the cs group  and a 45 millimeter linear stapler (ls) was used in thirty nine (39) patients for the ls group. Postoperative complications included: anastomotic leaks on one patient for both groups, anastomotic stenosis for five (5) patients on cs group, 2 in ls group. Reflux esophagitis: in cs group grade a  2 patients, grade b one patient, grade c  6 patients, grade d 2 patients. In ls group grade a  5 patients, grade b one patient, grade c  1 patient. Stenosis was treated with endoscopic balloon expansion. It was noted that anastomotic stenosis also seemed to be due to the tension during the docking of the body and the anvil of the circular stapler. Other complications that were not related to the device included: pneumonia and wound infection.

Manufacturer narrative:
Title: linear stapler anastomosis for esophagogastrostomy in laparoscopic proximal gastrectomy reduce relfux esophagitis source: isamu koyama, 2021, langenbeck's archives of surgery https://doi.org/10.1007/s00423-021-02250-5 published online: 22 june 2021. If information is provided in the future, a supplemental report will be issued.